Manufacturer narrative:
(B)(4). The customer reported that the speaker is not working. It was verified that no sound was available from this monitor on the reported date. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the speaker is not working. It was verified that no sound was available from this monitor on the reported date. No patient harm was reported.